Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the gastric roux en y conversion via laparoscopic while passing down the esophagus for the gastrojejunostomy, the user complained the tubing was not passing with ease and it was too stiff of tubing. During the upper gi scope there was some minor bleeding attributed to tissue trauma form passing the tubing. It was noted that there were no other actions or steps required to complete the procedure